Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator. It was reported that the lead stylet could not be removed. The lead ended up being replaced with a second lead, which worked, resolving the issue. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Analysis: analysis of the lead 305901 pne test stim lead (lot#60093131) found that the body of the lead was stretched. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. The conductor insulation was okay and the stylet wire perforated the body of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the following with the healthcare provider (hcp). The suspected cause of the event was the hcp's technique; they applied more force than necessary to stabilize the lead while removing the needle which may have kinked the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information.